Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site. The patient underwent skin revision surgery on (B)(6) 2019 under local anesthesia. It was reported that steroid cream and antibiotics were used prior to the surgery.